Event description:
While requesting a replacement belt clip, customer reported that she was recently hospitalized and had an operation. Further details of the hospitalization were not provided. Blood glucose level was 119 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.